Manufacturer narrative:
The failure investigation has been completed and the alleged burning or melting issue was verified. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation. The information will be used for tracking and trending purposes.

Event description:
It was reported that the tandem-provided charging supplies began melting causing the charging cable to "melt resin" into the usb port. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.